Event description:
It was reported that the patient presented with unspecified performance issue on the right ventricular lead. No further intervention was reported. There were no patient consequences.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5152828